Event description:
The customer received questionable troponin I stat results for one patient. The initial result was 0.404 ng/ml with a data flag and was reported out. The sample was sent to the main laboratory to be checked and was tested on a cobas e601 analyzer. The result was < 0.3 ng/ml. A new sample was drawn from the patient and was tested after calibration and controls. The result from the e411 analyzer was 0.434 ng/ml with a data flag. The sample was sent to main lab to be checked and was tested on a cobas e601 analyzer. The result was < 0.3 ng/ml. The stand by pack of reagent was calibrated and controls were run which were fine. The second sample was retested and the result was 0.424 ng/ml with a data flag. A third sample was collected at 3:00 pm and the result was 0.4 ng/ml with a data flag. The sample was sent to main lab and was tested on a cobas e601 analyzer. The result was < 0.3 ng/ml. The repeat results were believed to be correct. There was no adverse event. The troponin I stat reagent lot number and expiration date were requested, but were not provided. The field service representative found there was an electronic failure of the measuring cell. He replaced the measuring cell and ran calibration and controls. All controls were acceptable to the customer and the system was performing to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.